Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulty remove the clip from the anatomy appears to be related to poor image resolution. The difficulty closing and opening the clip were due to the clip caught on chordae. The reported poor image resolution was due to the difficulty with imaging. It should be noted that the mitraclip system instructions for use, states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). In this case, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Device code 1494: tricuspid valve treatment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the chordal entanglement resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4 and tricuspid regurgitation (tr) grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and one clip was implanted reducing mr to 1. The case was challenging, mostly due to difficulty with imaging. The first clip delivery system (cds) was advanced to the tricuspid valve; however, the clip became caught in the chordae. Troubleshooting was performed, but it was noted that the clip no longer opened or closed properly due to the entanglement. It was suspected that chordae was interfering with the locking mechanism. Eventually, the chordae ruptured, and the clip was. The clip was not implanted and the cds was removed and replaced. A new cds was advanced, and the clip was deployed treating the chordal rupture, and reducing tr to 3. No additional information was provided.